Manufacturer narrative:
The imaging battery chargers was returned to the manufacturer for analysis and visual inspection. The reported event could not be duplicated by medtronic personnel. Investigation of battery chargers 1 and 2 along with the motor battery charger found that the board passed bench test on fixture. All values within acceptable variance. During the system test the board was installed in the imaging system 267 and ran without any issues. During visual inspection, leaky capacitors were found. Failure mode was found to be electrical. Parts had been replaced. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system battery chargers measured to be in marginal passing range. Motor and battery charger 1 and 2 changed as a precautionary. There was no patient present when this issue was identified. No further details regarding the issue were provided.